Event description:
It was reported that an small volume folfusor had experienced a backflow of liquid. This occurred during filling of the device, with glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This device was manufacture between may 8, 2013 - may 9, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.